Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer replaced the ise reagent probe and spring. He performed ise checks, calibration, and qc with acceptable results. The customer ran ise correlations between different analyzers with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (B)(4) . The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed qc was acceptable. The customer provided only the na results for the patient. The questionable cl results were requested but not provided. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing on a different analyzer for confirmation. The patient's initial na result was 149 mmol/l, and the patient's repeat result was 134 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.